Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, it was reported by the patient's parent that the patient developed a skin reaction (itching, skin burning sensation, redness, rash, inflammation/swelling, pimples/bumps and a tingling sensation) on her right arm under the sensor patch, initially localized at the sensor site. Over time, the reaction spread to multiple areas across her body, presenting redness, rash, and a tingling sensation. During this period, the patient was at her grandparents¿ house for thanksgiving. The family initially suspected environmental factors, such as insect bites, as the cause. They administered benadryl, which provided partial relief. However, by saturday, the condition worsened, with redness extending to the patient¿s mouth. At that point, the family decided to seek emergency care. The patient was presented in the emergency department (ed) on the night on (B)(6) 2025, accompanied by her parents. No diagnostic tests were performed aside from a visual examination and an interview regarding any recent changes in sensor application or usage. The patient was prescribed an oral steroid (unknown name and duration, 500 mg, once daily) and an oral antacid (unknown name and duration, once daily). She was discharged early on (B)(6). Later that evening, the family noted no improvement; the patient continued to exhibit widespread rash, redness, and tingling. They administered benadryl again. The family is currently investigating whether recent changes to the dexcom adhesive may be contributing to the reaction. Throughout the event, there was no mention of the sensor being removed or whether the patient experienced severe anaphylaxis symptoms. A follow-up visit is scheduled, as the patient¿s symptoms persist without significant improvement and a scar was visible at the sensor site. At the time of the report although an health care professional (hcp) visit was scheduled for on (B)(6) 2025, it had not occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).